Event description:
Rn states the tubing separated while in use on a patient with "minimal" blood loss. Rn states the tubing separated at the y junction and blood backed up through the filter but not onto the bed. No laboratory tests were done and no treatemnt was needed. The patient progessed without sequelae.